Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 130 units of insulin during the load sequence. The customer's blood glucose level was 156-210 mg/dl. A cartridge change was performed to resolve the issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.